Manufacturer narrative:
Investigation results: a 2420-0004 sample was received without packaging for investigation. The customer reported that an occlusion alarms were experienced and upon opening the pump door there was a "bulging in the line adjacent" to the clamp. As part of the investigation, the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience with the pumping segment identified to have 'ballooned'. The returned sample was subjected to functional testing by priming and infusing the set via gravity infusion; no occlusions or flow restrictions were observed. Ballooning of the pumping segment could not be observed during normal gravitation infusion. It was possible to recreate the ballooning when the flow stop clamp was closed and the set was flushed using a bd 50ml syringe. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2420-0004 product over the past 12 months.

Event description:
Additional information: please confirm how long the infusion had been running for prior to the flow restriction occurring? = the ICU has a policy of changing the line every 12 hours with a propofol infusion so I can say with confidence that the duration of use of the line was less than 12 hours, but cannot be more exact than that. If the label indicating when the line was primed is still present then this can be cross referenced with the time that the incident was reported. Generally speaking, the line would be primed 30-60 minutes before being attached to the patient, the time on the label on the line is the time of priming. Please provide details regarding the sequence of events immediately prior to the issue occurring? = from the description I was given, the infusion was running at the time and the nurse programmed the pump to deliver a bolus. As the machine attempted to deliver the bolus it then alarmed for an upstream occlusion. Please confirm if the pump alarmed? = as the machine attempted to deliver the bolus it then alarmed for an upstream occlusion.

Manufacturer narrative:
E1: initial reporter email address- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set the following information was received by the initial reporter with the following verbatim: issue: line causes an occlusion during infusion, line found to be bulging in line adjacent to blue clip. Currently there is still propofol which is a in this line. I am hesitant to flush saline down the line at this time but do not want to send it to you with propofol in the line. I have attached a photo for reference.